Event description:
It was reported that during insertion of the iab through an introducer sheath, the balloon began to unwrap and the iab could not be advanced. Due to this, the iab was removed and replaced. There were no patient complications.